Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the physician was using the sheath of the set and patient started coding. The patient died." Additional information received (B)(6) 2018: the physician was placing the filter retrieval set over a bentson wire. The set included the dilator, inner and outer sheath. While the physician was advancing the set, the physician noticed it was bowing at the area of the heart. The physician was getting ready to pull back and straighten out, when the patient started having bradycardia. At this point, the patient started coding. The physician took the dilator and the inner sheath out, left the outer sheath in, so the wire was out as well. Once the physician realized the patient was not stabilizing, the physician took the outer sheath out and held pressure." Additional information received (B)(6) 2018: "physician said that the patient had a history of liver cirrhosis and an active gastrointestinal (gi) bleed and dvt. The patient received the filter approximately 4-5 weeks prior to the attempted removal procedure, and physician indicated that it was placed because of the gi bleed and dvt. He stated that he was unsure of the brand of the filter, however it was later confirmed by the cook representative present for the procedure that it was a cook celect ivc filter. Physician observed the filter to be tilted, so much so that the hook was against the caval wall. He initially used the cloversnare retrieval device in attempt to retrieve the filter, however dr. Sheng found that the snare wasn't long enough to reach the filter hook because of the tilted angle. Using the seldinger method, physician exchanged the cloversnare device for the gtrs-200-rb. As the dilator and sheath were advanced, the patient presented bradycardic. Physician pulled back on the sheath and dilator, and the patient went into cardiac arrest. The dilator and wire (unknown) were removed via the right jugular access site as chest compressions began, and physician held pressure at the access site of the sheath. An echocardiogram was performed to rule out perforation of the atrium and pericardial effusion, neither of which were observed. Physician made the comment that he was unsure why the patient arrested, as no autopsy was performed, but he believes the patient suffered as a result of an air embolism. He stated that as chest compressions were being performed, there was some bubbling observed where he held pressure. Physician claimed that there isn't a clear explanation for the unfortunate event, but it could have been a result of something as simple as the patient breathing at the incorrect time during the procedure. He also added that there was not an internal investigation at the hospital, therefore no additional findings." The physician noted that he can't provide an exact time of death, but it occurred approximately at 9:30 am on (B)(6) 2018. He also stated that there was no damage noted to the gtrs-200-rb device and it did not malfunction. Patient outcome: the patient died.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on image review. The filter was insignificantly tilted (13 degrees), apex left and slightly tilted anterior to posterior. Image review did not support the reported filter tilt and no other failure mode could be found. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "the physician was using the sheath of the set and patient started coding. The patient died." Additional information received (B)(6) 2018: the physician was placing the filter retrieval set over a bentson wire. The set included the dilator, inner and outer sheath. While the physician was advancing the set, the physician noticed it was bowing at the area of the heart. The physician was getting ready to pull back and straighten out, when the patient started having bradycardia. At this point, the patient started coding. The physician took the dilator and the inner sheath out, left the outer sheath in, so the wire was out as well. Once the physician realized the patient was not stabilizing, the physician took the outer sheath out and held pressure." Additional information received (B)(6) 2018: "physician said that the patient had a history of liver cirrhosis and an active gastrointestinal (gi) bleed and dvt. The patient received the filter approximately 4-5 weeks prior to the attempted removal procedure, and physician indicated that it was placed because of the gi bleed and dvt. He stated that he was unsure of the brand of the filter, however it was later confirmed by the cook representative present for the procedure that it was a cook celect ivc filter. Physician observed the filter to be tilted, so much so that the hook was against the caval wall. He initially used the cloversnare retrieval device in attempt to retrieve the filter, however physician found that the snare wasn't long enough to reach the filter hook because of the tilted angle. Using the seldinger method, physician exchanged the cloversnare device for the gtrs-200-rb. As the dilator and sheath were advanced, the patient presented bradycardic. Physician pulled back on the sheath and dilator, and the patient went into cardiac arrest. The dilator and wire (unknown) were removed via the right jugular access site as chest compressions began, and physician held pressure at the access site of the sheath. An echocardiogram was performed to rule out perforation of the atrium and pericardial effusion, neither of which were observed. Physician made the comment that he was unsure why the patient arrested, as no autopsy was performed, but he believes the patient suffered as a result of an air embolism. He stated that as chest compressions were being performed, there was some bubbling observed where he held pressure. Physician claimed that there isn't a clear explanation for the unfortunate event, but it could have been a result of something as simple as the patient breathing at the incorrect time during the procedure. He also added that there was not an internal investigation at the hospital, therefore no additional findings." The physician noted that he can't provide an exact time of death, but it occurred approximately at 9:30 am on (B)(6) 2018. He also stated that there was no damage noted to the gtrs-200-rb device and it did not malfunction. Patient outcome: the patient died.